Event description:
During a colon resection procedure the instrument did not fire properly. The surgeon reloaded the instrument and it fired satisfactorily. The hosp has reported no pt injury occurred.